Manufacturer narrative:
Correction: updated d6b for explant date.

Manufacturer narrative:
The reported events were helix mechanism issue, insulation damage and intermittent capture. The reported events of helix mechanism issue and insulation damage were confirmed, but the reported event of intermittent capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing was normal. By visual and x-ray examination, the cause of the reported event of insulation damage was due to twisted lead body consistent with procedural damage, while the cause of the reported event of helix mechanism issue was due to the blood/tissue inside the helix housing and over torqued of the inner coil.

Event description:
Related manufacturer reference number: 2017865-2023-36898 it was reported that the patient presented for a scheduled implant procedure. During the procedure, the right atrial lead exhibited high capture threshold and intermittent loss of capture. While implanting the atrial lead the physician had difficulty extending the helix and noted outer insulation billowing. The patient went asystole and compressions were started. A temporary right ventricular (rv) lead was placed but failed to capture and the patient was still asystole. The patient was then stabilized via extracorporeal membrane oxygenation (ECMO). The rv lead was removed, and a temporary pacing wire was implanted. Ultimately the atrial lead was explanted, and a new pacemaker system was successfully implanted. The patient condition was stable.